Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. The target lesion was 90% stenosed and located in the left anterior descending artery (lad). The lesion was treated with the oad using two passes on low speed. The csi guide wire was removed and the lesion was rewired with a non-csi guide wire. After rewiring the lesion, a perforation was noted in the proximal lad. The patient was intubated, a temporary pacemaker and ventricular assist device were placed, and a pericardiocentesis was performed. Balloon angioplasty was performed to resolve the perforation and the patient was transferred to the ICU.